Event description:
Additional information received corrected that patient did not have swelling.

Event description:
An infection with swelling was reported. It was also added that the pump was flipped and patient had a seroma at the pump pocket. Incision was well healed. Pump had been filled before and the seroma came on after a fill. The site was not red, warm or hot but healthcare provider decided to culture it revealed bacteria (B)(6). It was diagnosed on (B)(6) 2012 and patient was put on keflex. Patient was due for a refill. Drug delivered via the device was morphine.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported it was a superficial subcutaneous infection treated with antibiotics.